Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states falsely decreased sodium results on architect c8000 processing module for multiple patients. The results provided were: patient 1: initial=117 mmol/l /repeated=140 mmol/l. Laboratory reference range for sodium=130 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) determined leaking tubing, ict pinch valve (rohs) pn 7-204068-01. The fsr replaced the part which resolved the issue. A review of the architect c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the tubing, ict pinch valve (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the c(B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual and the architect c8000 service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part number 7-204068-01 tubing, ict pinch valve (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or tubing, ict pinch valve (rohs).